Event description:
It is reported that the pt was revised due to pain and signs of femoral loosening. Upon exposure, it was noted that there was a significant amount of synovitis throughout the joint.

Manufacturer narrative:
This report will be amended when our investigation is complete.